Event description:
It was reported that iab was inserted in cath lab in 06 at 0332 hours. The following day at 0626 hours, blood was observed in helium tubing. Catheter was immediately clamped and pump shut off. Iab was removed. A re-insertion was not required. There were no reported pt complications.